Manufacturer narrative:
The cpu board was tested and no failures were identified. The 1101, 1115 and 1104 error code could not be duplicated.

Event description:
Customer reported that the unit touchscreen did not respond and was locked up. The customer reported there was no patient involvement.